Event description:
A report was received that the patient¿s ipg was not charging and was non-functional following a lead revision procedure wherein electrocautery was used. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint was confirmed. The ipg would not be charged nor linked due to damaged u3_asic. It was confirmed that the component would be generating high thermal discharge. As a result, the device sleep current was excessive. Due to the device damage, the patient data was not captured. It was reported that electrocautery was used when patient's paddle lead was moved. The use of electrocautery during the paddle lead revision resulted in the reported complain.

Event description:
A report was received that the patient¿s ipg was not charging and was non-functional following a lead revision procedure wherein electrocautery was used. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was not charging and was non-functional following a lead revision procedure wherein electrocautery was used. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))